Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 1604200500, 510k# k113174 and upn (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior spinal fusion at l4-s2. Post-op, a rod broke at left side between l5-s1 and as a result pain was observed in the patient. Revision surgery was performed for reconnection of rod at l5-s2. During revision surgery, broken rod was completely explanted.